Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2023. Additional information was requested, the following was obtained: we only have been reported skbclm0 as the lot number. Since the actual device has been shipped, please confirm the lot number on the package returned along with the device. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one needle and one suture piece that pertain to product code j304h. During the visual analysis of the needle, it was observed filaments attached and marks that appear to be caused by a surgical instrument on the body needle. The suture piece was also examined and was noted to be curly and with a cut at the end. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown veterinary surgery on an unknown date and suture was used. During the unknown veterinary surgery, the suture was twisted during use. Another product was used, and the surgery was completed. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it has been reported that "the suture was twisted during use." Could you provide further details on this matter?: the suture was fraying. Could you indicate whether the suture broke?: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Skbclm0 is an invalid lot number. Please confirm correct lot information. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.